Manufacturer narrative:
(B)(4). Software version unknown. Retainer ring = black. Case type = ngp. On (B)(6) 2022 the customer reported a damaged pump after dropping a 10 pound weight onto it. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken left belt clip rail, cracked middle (enter) keypad button, pillowing keypad overlay. After battery installation, a blank display was noted. Unable to perform the displacement test due to the blank display. The case was cut open. Did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. After swapping boards and cases, the blank display was isolated to pcba2. Upon further review there's a crack in the underside of pcba2 u6. In summary, the customer¿s report of a damaged pump was confirmed during visual inspection. The blank display is due to a cracked pcba2 u6. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was beep 3 times and stop and the red light was blinking. Customer stated that the insulin pump had neither been bumped nor dropped. Liquid crystal display was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.